Event description:
Instrument locked closed and would not release tissue. Surgeon manually opened it. A new stapler opened to complete the procedure. The product had patient contact but no patient harm.